Event description:
It was reported by the sales rep that during a robitic mvr the endoplege coronary sinus catheter's balloon had a hole in it. The cather was placed in the normal fashion, the wave form was established upon placement in the cs. When anesthesia tried to pull volume back there was nothing in the syringe, no volume and no blood. The waveform was lost and the balloon would not hold volume. There were no adverse patient events and no prolonged or time.

Manufacturer narrative:
The product code ep with 3 ml syringe was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and a kink was found on the catheter at 35 cm marker band. The balloon was inflated with a 2 cc syringe of water as indicated in the IFU. The balloon was found to be leaking at the distal bond. A review of manufacturing records was obtained. There were no nonconformances associated with the manufacturing of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "balloon had a hole in it" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation into root cause is anticipated upon product return from the customer.